Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had high pullout forces. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had conducted testing on the incident lot and had observed stopper pull-out on the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the samples, the indicated failure mode for stopper pull-out with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had high pullout forces. No serious injury or medical intervention was reported.